Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had repeated failed self-test alarms. The customer's blood glucose was 52 mg/dl at the time of incident. Troubleshooting found the insulin pump failed a self-test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with rf pic failed self-test alarm and high stop current due to faulty connector on remote frequency board. The insulin pump had minor scratches on display window.